Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site on (B)(4) 2011, for this event. The field service engineer (fse) replaced the wash buffer reservoir as a precautionary measure. Upon the completion of the necessary and verified repairs the instrument was returned back into operation. A definitive root cause has not been determined to date for this event.

Event description:
A customer reported that they observed a wash buffer leak coming from the fluidics tray of an access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. It is unknown whether personnel interfacing with the instrument were wearing personal protective equipment however it was confirmed that no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.